Event description:
In 05 patient was implanted with traxis implant, polyaxial screws, and rods. Immediate post-op films showed traxis to be located correctly. In a follow-up MRI the traxis markers had moved. The patient was asymptomatic and had no pain. Patient was re-operated in about 5 weeks later to remove the traxis implant. During the re-operation, it was noted that the implant had floated out posterior laterally. The patient had solid fusion and construct. The construct remained in the patient, only the traxis implant was removed. As of june 2005, post-operative progress reported as good with no adverse affects on the patient.